Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, red, and bumpy rash under the lifevest garment. The patient's nurse suggested using hydrocortisone cream, the patient also began using a medicated powder and removed the device for longer periods of time to let his skin heal. Follow-up indicated that the rash was improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, red, and bumpy rash under the lifevest garment. The patient's nurse suggested using hydrocortisone cream, the patient also began using a medicated powder and removed the device for longer periods of time to let his skin heal. Follow-up indicated that the rash was improving. The patient later reported that the rash did not heal and that he went to his dermatologist who prescribed a cream to treat the irritation. During a follow up, the patient reported that the rash is improving due to the prescribed cream.